Event description:
It was reported that the patient experienced inflammation at implant tooth site #7. The tissue was inflamed, not healing and bleeding. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). E1: reporter last name unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bnst3211, (3i t3 with dcd non-platform switched tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. DHR review was completed for the subject lot number 2022030206. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022030206 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.